Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had pump off events and low flow events. The log file confirmed low flow hazard events associated with pump disconnect events. The pt was admitted to the hospital. It was reported that the center nor the pt disconnected his driveline. After reviewing the x-rays, internal percutaneous lead damage is suspected. Per the vad coordinator, the pt is "not a good surgical candidate". The center submitted a request for an ungrounded pt cable and it was prepared and shipped to the customer on (B)(4) 2014.